Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex amp kit. A patient was being treated at the hospital. The patient had tested positive for cov-2 target in the past few days. On (B)(6) 2024, the customer (sample ID [sid] (B)(6)) had a positive result for the rsv target with cycle number (cn) 35.52 and positive result for the cov-2 target with cn of 30.68. The customer reviewed the curve and found it questionable as the amplification came up very late and was unexpected. The customer did not report the rsv result out of lab and flagged it as "not evaluable" to physician who sent in the sample. The customer does not expect to get any follow up for rsv, as patient was primarily being tested for covid due to hospital stay. She does not know if and when another sample will be sent in to test for covid again as that would be the only way to check if rsv result repeats. The customer questioned the rsv result but cannot exclude the possibility of an rsv infection in the patient. The customer understands that without a repeat sample a true discrepancy cannot be assessed or confirmed. No adverse impact on patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Manufacturer narrative:
Additional information received from customer 18-oct-24 and 06-nov-24 of additional reported discrepant results. This follow-up is being sent to reference the additional events. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00187, occurrence date (B)(6) 2024, 3005248192-2024-00188, occurrence date (B)(6) 2024.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 399343. The run passed the validity and acceptance criteria established. Customer data review customer result log files were reviewed. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 399343 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 399343 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 399343. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 399343 was not identified.